Manufacturer narrative:
Northgate technologies inc. Is the original equipment manufacturer (OEM) of the 50l insufflator, which is the subject of this reportable event. (B)(6). Is the repackager/relabeler of this 50l insufflator. (B)(6) name and branding is present on the insufflator's packaging and labeling; that is, the device is labeled as the "novadaq 50l insufflator". Since this device malfunction/product problem occurred with the novadaq-branded insufflator, (B)(6). Is therefore the party submitting this report.

Event description:
During a laparoscopic colon resection procedure using the 50 l insufflator (manufactured by northgate technologies), about an hour into the procedure the abdominal pressure increased from 15 to 36. The pressure setting was reset and the case proceeded, but 5 minutes later it increased to 50. At that point the surgeon switched to a different insufflator due to safety concerns.